Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated and two infrarenal cuffs were implanted to treat an abdominal aortic aneurysm. The pre-case planning noted a short aortic neck length outside the indications for use. The three (3) year routine follow-up showed the presence of a type iiia endoleak with a separation of the proximal aortic extension and the main body components. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Event description:
Additional information: on (B)(6) 2018, the physician elected to reline the original devices with another bifurcated stent graft and suprarenal stent graft extension to resolve the reported event.